Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the estimated blood loss? Was a transfusion required? Were there any issues noted with staple formation throughout care of patient? Does the surgeon routinely wait 15 seconds prior to firing? Was the hospitalization extended due to the issues experienced with device? How was procedure completed? What is the reason for the drain (leak or bleeding)? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after the stapler was fired in the second gastric stapling, bleeding occurred. The bleeding was remedied with manual suture. Patient remains hospitalized and has a drain.